Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue and revealed that the unit powers up, but does not sound the alarm when weight is removed from the sensor pad. Also, the alarm does not sound when the sensor pad is detached. The battery door is chipped on the outside edge and the case top left corner is cracked. (B)(4).

Event description:
Customer reported the alarm has no sound. The batteries have been replaced with a new supply, no visible damage was reported. The date when the issue was discovered is unknown. No patient incident or injury was reported.